Event description:
The pump was returned for investigation. Investigation found that the display was dim/discolored, the battery compartment was cracked, and the bolus button was damaged. This report is made based on the results of investigation completed on 04/29/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/29/2015 with the following findings: on investigation, the pump powered up to a dim and discolored display with auditory and vibratory features. The battery compartment was found to have cracked at the case seal below the grip pad. The buttons responded properly. The keypad cover was torn but the buttons responded properly. Removal of the keypad cover did not find any anomalies with the button contacts. The bolus button cover was punctured while the button was hard to press. Removal of the bolus button cover found the button assembly was misaligned. (B)(6).